Manufacturer narrative:
Mectron carried out functional testing with the returned piezo p2k (see test report 2022tr0030). No need to initiate any kind of actions because the testing results did not raise any concerns. Mectron shipped back the device to the customer and sent the outcome of the investigation with the test report on 19/07/2022 no additional informations received from the customer therefore the complain is closed on 24/08/2022.

Event description:
The doctor says that while working, the scaler handpiece and tip generate a kind of "power surge" flow, but this is not related to the effectiveness of breaking up tartar deposits. The discomfort is reported by the operator's doctor (uncomfortable feeling in the hand) and the patient's pain. The client works only with original tips. The problem with the scaler was reported by the doctor from the very beginning of the installation of the scaler in the unit. The scaler installations were checked by the authorized unit service several times.

Event description:
The doctor says that while working, the scaler handpiece and tip generate a kind of "power surge" flow, but this is not related to the effectiveness of breaking up tartar deposits. The discomfort is reported by the operator's doctor (uncomfortable feeling in the hand) and the patient's pain. The client works only with original tips. The problem with the scaler was reported by the doctor from the very beginning of the installation of the scaler in the unit. The scaler installations were checked by the authorized unit service several times.

Manufacturer narrative:
Mectron carried out functional testing with the returned piezo p2k (see test report 2022tr0030). No need to initiate any kind of actions because the testing results did not raise any concerns. Mectron shipped back the device to the customer and sent the outcome of the investigation with the test report on (B)(6) 2022.